Event description:
Sales rep received an email from his customer indicating that a broken variax distal radius plate has been removed from a patient. Surgery involved a correction of a distal radius malunion. Plate fractured after 3 month with obvious malalignment of non-union. Revision surgery was needed.

Event description:
Sales rep received an email from his customer indicating that a broken variax distal radius plate has been removed from a patient. Surgery involved a correction of a distal radius malunion. Plate fractured after 3 month with obvious malalignment of non-union. Revision surgery was needed.

Manufacturer narrative:
Investigation in progress but not yet complete.

Manufacturer narrative:
The macroscopic and microscopic investigation results showed that the plate broke in low cycle fatigue mode by exceeding the material strength after a few cycles under partially very high forces. The fractured surfaces had appearance of a forced rupture as well as a low cycle fatigue rupture. Much evidence of forced rupture and secondary cracks also existed. In addition, swinging lines of a fatigue breakage were also visible to some extent. The root cause for the reported event can be attributed to a powerful dynamic overload of the fracture. No indications were found for any material or manufacturing related issue.